Event description:
It was reported to philips that device's battery was not charging. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective battery. The reported problem was confirmed. A philips technician provided information to customer to replace the battery in order to fix the issue. The investigation concludes that no further action is required at this time.